Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tabs are breaking. Additional information received from the initial reporter stated that tabs are breaking means the lid would not be able to lock in place. There was no reported injury.